Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately tortuous, heavily calcified lesion in the distal right coronary artery. Reportedly, during pre-dilatation, the 2.25x15mm trek rx balloon ruptured during first inflation at 10 atmospheres for 15 seconds. Additionally, there was resistance noted with anatomy when advancing the device. A non-abbott balloon catheter was used and the procedure was successfully completed after stent implantation. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.